Event description:
Customer reports problems with correlation on the hemochron elite with patients having inr's over 3.5. Patient inr result 3.6 vs hospital inr 1.54 (plasma). Customer states that most elevated inr's are much higher on repeat at the hospital especially on patients over 3.5. Additional results provided: elite: 3.6 ca1500: 4.2. Elite: 6.0 ca1500: 9.9. Target range for therapeutic dosage is 2-3.

Manufacturer narrative:
Itc complaint (B)(4). Manufacturer awaiting additional information for further complaint evaluation.